Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# i0917, mfd. 01/23/14, expires 2019-01, UDI (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# i0888, mfd. 01/27/14, expires 2019-01, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0881, mfd. 01/27/14, expires 2019-01, UDI (B)(4).

Event description:
The patient had a recurrence of si joint pain sometime after initial si joint arthrodesis in (B)(6) 2014. The surgeon believed that there was loosening of two of the si joint implants based on CT scans. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the most cranial and caudal implants. The most cranial implant was solidly fixed in bone and was difficult to remove. The surgeon then placed two new implants of a similar type into the explant voids. The middle implant was not adjusted or removed. The status of the patient following the revision procedure is not yet known.